Manufacturer narrative:
Batch number: 3075653. D4: device expiration date: 2028-03-31. H4: device manufacture date: 2023-03-16. Five samples and photos received by our quality team for investigation. Through visual inspection, cracked barrel is observed, therefore the incident is confirmed. A device history review was performed for lot 3075653, a maintenance record related to the incident was observed. Based on the teams investigation, possible root cause is associated with product jamming within the manufacturing equipment. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information received. Syringes with cracks. Customer provided to us the additional information below. (F. Fenerich 01.sep.2023) we noticed that the lot informed is related to another catalogue, could you confirm if it really would be 3075853? It refers to the batch, the correct one and the invoice that was mentioned, below are the images of the packaging for confirmation and the questionnaire answered by the notifier. Batch: 3075653. In total, how many units had this deviation? Approximately (B)(4) units were reported. Was the deviation noticed before, during or after use? If during/after, there was loss of biological material and/or medication? Some were noted before and others during use, with loss of medication/serum. Did you notice any deviation in the shipping box where the products were received? We didn't notice. Note: for the removal and replacement of the material, please follow processing with (B)(6), put it in copy. Attention do not issue the nf before contacting jessica and to pick up the material it is necessary to make an appointment.

Event description:
It was reported that the bd plastipak syringe was cracked. The following information was provided by the initial reporter: syringes with cracks.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.